Event description:
It was reported that, when using the ureteral stent, the kidney transplant recipient removed it from the packaging, first snapped the suture thread, then straightened the stent, and applied a simple lateral pull, causing it to break. After replacing the stent, the issue did not recur.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 ureteral stent with pusher in opened packaging. Verified material number 788414 and batch number ngjn2743. Visual inspection noted the stent was broken. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, when using the ureteral stent, the kidney transplant recipient removed it from the packaging, first snapped the suture thread, then straightened the stent, and applied a simple lateral pull, causing it to break. After replacing the stent, the issue did not recur.